Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4). H3: analysis of the device, model # 97755 intellis recharger (rtm), s/n (B)(6), revealed no issues with finding or charging ins. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that they thought they needed a new battery pack as it was so difficult to charge that it just wore them out; pt confirmed that they were having issues with recharging the ins and that there weren't any issues with recharging the controller from the power supply. Pt stated that while recharging the ins, the controller would indicate recharging excellent, however the controller would then go off and say call medtronic; pt didn't recall any further screen details during the call. Pt stated that they were able to recharge the ins this morning from 40% to 60% and that the controller battery went down 30%, however they weren't able to recharge the ins past 60%. Pss had the pt start recharging the ins during the call in attempt to recreate the issue. Pt stated that the the controller was indicating that the ins was recharging and that the charging quality was flipping between excellent and good. Pt stated that they were being real still and that controller was staying on recharging excellent. Pt confirmed no apparent damage to the equipment. Pss asked the pt if the rtm paddle, cord or relay box was getting hot while recharging the ins; pt stated that the paddle would get warm. Pt then stated that the controller indicated finished when the ins was only at 60%. The issue was not resolved. Pt stated that this issue first started at least six months ago. No symptoms or patient complications were reported.